Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after a battery change. Troubleshooting indicated that a new battery cap would be shipped . The customer's blood glucose reading was 110 mg/dl at the time of incident. Customer was advised to call back if the new battery cap does not work.